Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose and insulin pump had motor error alarm. Customer¿s current blood glucose is 585 mg/dl. The customer reports that drive support was flush. The customer was able to complete rewind. The customer did not experience any symptoms such as a result of high blood glucose. The customer states pump was not exposed to a high magnetic field. The customer declined for troubleshooting for high bg. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted.